Event description:
It was reported that the patient was experiencing unexplained syncope. The physician obtained a holter monitor and it showed a longer than programmed atrial to ventricular pattern. The physician question if this was due to capture management. Additional testing will be obtained. No changes have been made and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).